Event description:
Pc has been re-opened due to receipt of audit correction, which requested to capture elevated metal ion allegations for the revision on (B)(6) 2020. Hip bone is now mush. Muscle is destroyed was noted to be due to the elevated cobalt levels.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the provided x-ray image is unable to confirm the reported allegation or determine a root cause. No product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined a DHR review is not required. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture blood heavy metal increased.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case is being logged from additional information received in case (B)(4). The patient is seriously ill with suspected metalosis. Head exchange on 10th aug captured on (B)(4). Patient was due to have all components explanted on the 5th october.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the provided x-ray image is unable to confirm the reported allegation or determine a root cause. No product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per wi-3430 it has been determined a DHR review is not required. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the soft tissue injury, bone injury and metal poisoning.

Event description:
It was reported that the patient has had nearly died from metalosis (cobalt poisoning) has had two lots of surgery in 7 weeks. Hip bone is now mush. Muscle is destroyed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the provided x-ray image is unable to confirm the reported allegation or determine a root cause. No product problem is identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : per (B)(4) it has been determined a DHR review is not required.